Event description:
Initial result for a pt creatinine was 3.3 mg/dl. When repeated, the result was 1.0 mg/dl. The pt was not adversely affected by the incorrect result. The field service rep was unable to determine a cause for the discrepant results.